Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor system. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. The pump was received with normal operating currents and passed unexpected error test and self-test. Motor passed motor test. The pump had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 174mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error during bolus. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and displacement test passed and is able to rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.